Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that patient and order information was not crossing over on multiple stations. A technical support specialist (tss) received a call from the customer reporting the issue. The customer provided patient details and the visit identification number. The tss requested permission to dial in to further investigate, and the customer approved. The case number was provided, and the tss accessed the server. The tss executed the appropriate downtime query in the structured query language database and verified that the clinical communication engine time was current with the server time. The disconnected flag was confirmed to be set to zero. The tss restarted the data synchronization service, external messaging service, maintenance service, and network services. The tss logged into the health system viewer and confirmed that notifications indicated patient and order delays due to the station being down for approximately 27 minutes. The tss contacted the customer and informed them that the notification indicated an external clinical system had been unavailable for approximately twenty minutes. The customer advised that they would reach out to the appropriate cerner team. The tss informed the customer that the case would be closed. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient and orders were not crossing over. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.